Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that screen was difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated rewind was slower then in the past. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device rewind properly and no anomaly noted. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window.